Manufacturer narrative:
UDI - not required until 09/2016. The actual device was not returned to the manufacturing facility for evaluation and the product code and lot number are unknown. A review of the manufacturing inspection records for the past three years was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
A search of the FDA's maude database on april 19, 2015 found medwatch report # mw5061247 that states the following: "client reported that she found 2 butterfly needles in her inventory that she could not remove the protective tube from the tip of the needle." Please see MDR report no. 9681835-2016-00014 for the second device reported.